Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on their first full day with ilet experienced hyperglycemia after a cgm disconnection with subsequent reconnection showing a high glucose, followed later the same day by hypoglycemia after a recent high; the user was on a g7 sensor, performed a confirmatory fingerstick, reported a snack during the cgm gap, and received coaching on consistent meal announcements and carbohydrate intake while the system adapts. Symptoms included headache. Outcomes included self-management without medical intervention, ketone testing, or hospitalization. Investigation included technical review and user education with troubleshooting, with no device alarms reported and a goodwill replacement provided. Investigation of this case revealed an unclear cause with contributing factors potentially related to cgm communication interruption and user behavior during early adaptation, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.